Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that when using a non compatible 35ml syringe the pump will read as 30ml syringe of a different brand. Customer is suspecting clinicians are selecting the incorrect syringe option. There was no information on patient involvement or impact.